Event description:
The customer reported an uncontained leak of approximately one (1) ml coming from the coulter lh 500 hematology analyzer. The instrument operator was wearing personal protective equipment consisting of a laboratory coat and gloves during the event. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found port 3 on the rinse block clogged causing the leak. The fse removed the plug which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures.